Event description:
Related manufacturer reference number 3006705815-2019-02993. It was reported that the patient experienced a fall. Diagnostic testing was performed and showed high impedance on the right lead. As a result, the patient underwent surgical intervention wherein the lead was explanted and replaced. During, the procedure the lead was found to be damaged. The left lead was also repositioned due to migration ( related manufacturer reference number 3006705815-2019-02993). Therapy was restored post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.